Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log by the presence of multiple 'downstream occlusion' alarms however the log cannot be used to distinguish true and false alarms. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. No component could be determined for causality and therefore no correction was required. Evaluation sent the pump for downstream occlusion test. The pump occlusion occurred within specified pounds per square inch (psi) ranges. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing. There was no patient involvement. No additional information is available.